Event description:
The pt stated, the infusion device does not deliver insulin correctly. On (B)(6) 2011, her blood glucose measured 96 mg/dl at 6:00 am, 100 mg/dl at 9:00 am, 165 mg/dl at 12:00 pm and pt ate and bolused 6.4 units of insulin through the infusion device, 368 mg/dl at 3:00 pm and pt ate and bolused 8 units of insulin through the infusion device and injected 6 units of insulin via pen. At 5:00 pm, her blood glucose measured 282 mg/dl and she ate and bolused 7 units of insulin through the infusion device. She detected insulin at the adapter and tightened the adapter/luer connection. Her blood glucose measured 298 mg/dl and she ate and bolused 5 units of insulin through the infusion device and 10 units of insulin (unk if via infusion device or pen). At 12:00 am, her blood glucose measured 245 mg/dl and she bolused 5 units of insulin through the infusion device. On (B)(6) 2011, at 3:00 am, her blood glucose measured 210 mg/dl and she bolused 3 units of insulin through the infusion device, 267 mg/dl at 4:00 am and she bolused 4 units of insulin through the infusion device, 267 mg/dl at 6:00 am and she changed the insulin cartridge and infusion set and injected 10 units of insulin via pen. At 5:30 am, her blood glucose measured 267 mg/dl and she ate and injected 8 units of insulin via pen. At 8:20 am her blood glucose measured 152 mg/dl. Her normal blood glucose range is 120-140 mg/dl. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.